Manufacturer narrative:
Reference MFR. Reports #3007566237-2015-03151, #3004209178-2015-21641, and #3004209178-2015-21636 regarding previous issues of burning sensation and ¿electrician¿ reported by the patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for interstitial cystitis. It was reported that the patient fell off a ladder in (B)(6) and thought she may have broken or damaged something. She feared that it may have moved or broken due to the fall or perhaps her ergonomics or something in her everyday life was causing the problem. She had a return of symptoms and is having burning again. She felt the same issue as she¿d had three times before, which was a burning sensation and ¿electrician.¿ she knew her body and her device; she loved the device and loved it more when it worked. The patient saw poor communication on the patient programmer and she was having possible intermittent poor communication. She wanted to meet with a doctor and manufacturer representative to evaluate the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.